Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient reported satisfactory therapy post-operative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's daughter reported the patient is unable to establish communication between her ipg and charger. Per the patient's daughter, the patient has not used or recharged the device in approximately 1- 2 years. However, the patient is experiencing pain and desires to use her scs system again. Additional information revealed the patient's programmer reflects a communication error. As such, the patient will undergo surgical intervention to address the issue.